Manufacturer narrative:
The bicart product involved in this incident was discarded and not available for investigation.

Event description:
A pt in (B)(6) displayed symptoms of a dialyzer reaction twenty minutes into a dialysis treatment. The pt became hypotensive with nausea and vomiting. Treatment was stopped without returning the blood in the extracorporeal circuit resulting in an estimated blood loss of 270 ml. The pt was administered hydrocortisone and piriton. The pt's symptoms subsided and treatment was later continued on a different dialyzer.